Event description:
Additional information/cec adjudication minutes were received. Cec adjudication minutes were reviewed. The committee noted: the committee disagreed with the coding of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). This is in accordance with the file as it stands. The committee agreed with the coding of arc (peri-procedural pci). As reported by the (B)(4) study, the patient experienced a syncopal episode approximately five months after the procedure. The target lesion was an in-stent restenosis of an unknown drug-eluting stent. The target lesion was located in the mid left anterior descending artery (lad). The lesion was described as 90% stenosed, 13mm in length, non-thrombosed, with no calcification. The reference vessel was 3.0mm in diameter. The target lesion was pre-dilated with a non-cordis balloon catheter at 20atms. A 3.0x13mm cypher rx stent was successfully implanted at 20atms in the previously implanted stent. Residual stenosis was 0%. No dissection occurred during the procedure. Post-dilation was not performed. Pre and post-procedure timi flow was 3. Approximately five months after the procedure, the patient experienced a syncopal episode described as mild in severity. The event was medically managed and the event resolved without sequelae. According to the investigator, the event was not related to cordis product or the index procedure. The study coordinator confirmed that the cordis stent was implanted to treat in-stent restenosis of three previously implanted taxus stents.

Manufacturer narrative:
Concomitant devices included a non-cordis 2.5x10mm balloon catheter. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Cc post adjudication: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including pci in 2007 in target vessel, dyslipidemia, hypertension, diabetes and non-hemodialysis dependant renal failure. The indication for the index procedure was angina. Angiography revealed a 90% stenosis in the mid lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation and single stent implantation were successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure no cardiac enzymes were drawn. Post-procedure the ck was not tested, the ckmb was 4.7 and the troponin was 0.04. No further enzyme levels were tested. The ECG core lab report is not available. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported no complications. Additional information was requested; however, the site has not supplied further information. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15087071 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.